Event description:
It is reported that the pt was revised due to loosening of an unk component.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided; however, the complaint may be reopened upon return of further information. Visual inspection of the tibial component identified bone cement covering the distal surface except for a small part of the lateral side. No bone cement was noted on the keel. Inspection of the femoral component identified bone cement covering the backside of the component. The returned patella had bone cement on the backside and two of the pegs had been cut off. Measured dimensions of the returned components were conforming to print specifications. Review of the device history records did not find any deviations or anomalies. Insufficient information was available to review the device history records for the femoral component and patella. The information provided on the form was previously submitted under manufacturing report number 1822565-2014-01837.